Event description:
It was reported that the digni-shield was inflated in place, the insertion port ruptured, and the nurses were unable to deflate the balloon to remove the system from the patient. Patient discomfort due to the big number of maneuvers and attempts to remove the system. No patient damage reported so far. They used a scalpel to tear the balloon and be able to deflate and removed. Nurses got rid of the system, as had been in contact with patient´s stool. Per follow up information received via ibc on 06feb2025, the inflation port came off, according to them, accidentally and without any external manipulation beyond inflating the balloon. From there, they found that it was impossible to deflate the balloon and, therefore, remove the catheter from the patient, having to require the intervention of a surgeon (without the need for surgical intervention, although it was being considered) to puncture the balloon and empty it in order to remove it. There has been no harm to the patient beyond the discomfort of manipulating the catheter inside the rectum.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: instructions for use 1. Preparation of sms prior to insertion. A. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. Removal of device a. To remove the catheter from the rectum, the retention cuff must be deflated. 1) attach the 50ml syringe to the green inflation port, and slowly withdraw all water from the retention cuff. (Figure 13) b. Make sure the inflation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of fluid. Refer to ideal patient positioning described in step 3a. 1) once you have ensured the cuff is fully deflated, disconnect the syringe and discard. 2) to facilitate removal, you may add an appropriate amount of lubricant to the anal sphincter prior to pulling back on the catheter to remove the cuff. 3) grasp the catheter as close to the patient as possible and slowly slide the cuff out of the anus. Dispose of the device in accordance with institutional protocol for disposal of medical waste. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield was inflated in place, the insertion port ruptured, and the nurses were unable to deflate the balloon to remove the system from the patient. Patient discomfort due to the big number of maneuvers and attempts to remove the system. No patient damage reported so far. They used a scalpel to tear the balloon and be able to deflate and removed. Nurses got rid of the system, as had been in contact with patient´s stool. Per follow up information received via ibc on 06feb2025, the inflation port came off, according to them, accidentally and without any external manipulation beyond inflating the balloon. From there, they found that it was impossible to deflate the balloon and, therefore, remove the catheter from the patient, having to require the intervention of a surgeon (without the need for surgical intervention, although it was being considered) to puncture the balloon and empty it in order to remove it. There has been no harm to the patient beyond the discomfort of manipulating the catheter inside the rectum.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.